Event description:
On (B)(6) 2014, a reporter for the lay user/patient contacted lifescan (lfs) (B)(6) alleging that the patient¿s onetouch ultraeasy meter read inaccurately high in comparison to his feelings or normal results. The complaint was classified based on customer care advocate (cca) documentation. The reporter claimed that on (B)(6) 2014, in the evening, the patient obtained a result of over 400mg/dl on the subject meter. The reporter detailed that the patient manages his diabetes by self-adjusting his insulin doses and that he increased his insulin dose on the evening of (B)(6) in response to the alleged issue. The reporter detailed that an unknown time after the product issue occurred the patient developed symptoms but could not detail the exact symptoms. During troubleshooting the cca noted that the meter had been set to the correct units of measure and that the reporter did not have control solution available to perform a control solution test. Replacement products were sent to the patient. Although it is not clear what specific symptoms the patient developed, this complaint is being reported because the patient claimed he obtained an inaccurate high reading on the subject meter, administered treatment based on the alleged result, and reportedly developed symptoms as a result.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate them and inform FDA of product(s) that do not pass inspection in a supplemental report.